Event description:
It was reported that a vns patient had undergone generator revision surgery due to the end of service of the device. The product was returned to the manufacturer and an analysis of the device confirmed the reported end of service event. During the analysis, it was revealed that the generator exhibited an out-of-limit (higher) leakage current caused by two transistors with in the device. Once the suspect transistors were replaced with known functional bench transistors, the device performed according to specification. Though these transistors could have potentially contributed to the end of service of the device, a battery longevity prediction confirmed that the end of service condition was an expected event.